Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemic events while using the ilet, with the lowest blood glucose of 65 mg/dl and time below range for approximately 15¿20 minutes; no alerts or alarms were reported and no back-up therapy, ketone testing, or medical intervention was used. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low blood glucose that resolved without professional care or assistance. Investigation included outreach to the user for event characterization and review of therapy settings, with a recommendation to extend the overnight higher secondary target to reduce time spent low. Investigation of this case revealed no device alarms or malfunctions and no identifiable device component issue, and clinical notes indicated hypoglycemia was less severe than prior to ilet initiation with recent time in range above 70 percent. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.